Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room after receiving defibrillation therapy. Device interrogation revealed that the shocks were due to noise on the right ventricular lead. Therapy was turned off. The patient was later sent for lead revision. The lead was capped on (B)(6) 2018. The implantable cardioverter defibrillator was changed to a pacemaker and left ventricular lead was plugged into the right ventricular port to provide left ventricular pacing. Patient was stable post procedure.

Event description:
Related manufacturer reference number: 2017865-2019-10153. New information noted that lead a previously capped lead was used in the right ventricular port for sensing and pacing. The lead had been coiled up in the patient's body and showed signs of wear and tear. Patient was stable post procedure.

Manufacturer narrative:
A partial lead with the pin measuring 12.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information noted that the right ventricular lead was explanted not capped.